Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. Customer had high blood glucose of 27 mmol/l. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported a crack on the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side, scratched case. Insulin pump passed self test; it failed the rewind test. During motor rewind, the unit returned a pump error. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j4; motor flex cable terminal, force sensor flex cable. The motor was tested outside the device, and it failed returning a pump error during motor rewind. In summary, the customer¿s report of a crack on the battery compartment was confirmed during visual inspection. The insulin pump error that occurs during motor rewind is due to the corrosion on the motor flex cable terminal. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.